Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the facility improper device cleaning/reprocessing was likely due to a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. Training has been conducted by olympus professional staff regarding proper handling. The event can be prevented by following the instructions for use section below: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested that olympus perform an in service with their staff. The cleaning process was observed for an evis exera iii colonovideoscope and an operator did not perform pre-cleaning as per device instructions. When the air/water cleaning adapter was used, the operator did not perform suctioning for 10 full seconds and the operator did not wipe the insertion tube. The pre-cleaning process was performed using the same plastic bin for separate cases, the clean scopes were handled without gloves and a scope on the procedure cart was positioned to allow its insertion tube to touch a non-sterile surface (co2 canister). No patient involvement was reported.

Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and required accessories as described in the evis exera iii colonovideoscope reprocessing manual. Endoscopy support specialist (ess) recommended proper coiling of scope for transport to decontamination. Informed staff to follow manufacturer instruction for use (IFU) for bedside precleaning steps. When hanging scopes for procedure ensure that scope is not in contact with non cleaned/disinfected surfaces (co2 canister). The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.